Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had recent new system implanted after the infection. The patient was discharged after surgery. Subsequently the patient died in an unknown manner.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the when the patient was infected, the patient was implanted with competitor products. No further information surrounding the death was provided.